Event description:
It was reported that the doctor noticed the broken piece fall off the t- handle after he took the avs trial.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A material concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Applying excessive force to the t-handle, furthermore it is likely that excessive force was required to attach/detach the trial because this device has not been lubricated regularly. Conclusion: based on materials analysis and information provided by the reporter, the plausible root cause of the reported event is user related.

Event description:
It was reported that the doctor noticed the broken piece fall off the t- handle after he took the avs trial.